Event description:
Country of complaint: (B)(6). Blades crossing over. It is unk if there was surgical delay.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: product was not returned for evaluation. Clips are 100 percent tested during production. Production failure is excluded. No root cause can be determined.